Event description:
Kimberly-clark received a report stating, "the telescopic dilator disconnects. The components of the dilator need to be extracted from the stomach with a guidewire and a dilatation balloon." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a supplemental report. The device was returned to kimberly-clark and showed the 12 french dilator to be damaged on the tip consistent with forcefully overriding the stop on the introducer. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.